Manufacturer narrative:
The driver was returned for regular service and failed incoming testing related to sound (speaker) testing when the right speaker failed to annunciate, as required. Additional testing completed under the investigation confirmed the right speaker pcba as the root cause of the failed testing. The root cause of the failed speaker testing was the right speaker pcba. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5424 (B)(4). Follow-up report 1

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not pass the intermittent alarm test.